Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarm during testing. The unit passed prime testing and force sensor testing as well as no delivery test and displacement test. The following cosmetic damage was noted: minor scratches on the lcd window, scratched reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 123 mg/dl at the time of incident. Troubleshooting was done for no delivery alarm but customer continued to receive no delivery alarms after troubleshooting was finished. Customer indicated that a new battery had been installed prior to troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.